Event description:
Company representative reported right side suspected rupture of higher implants. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: yellow biological tissue on the surface of the shell and opening on posterior extended. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.